Manufacturer narrative:
This insulin pump alarmed during the basic occlusion test due to a loose drive support disk. Unable to perform the prime test due to the loose drive support disk.

Event description:
It was reported that the insulin pump gave an alarm that could not be cleared. Nothing further was reported.